Event description:
It was reported that a physician attempted placement of the prostar xl 10f suture using the pre-close technique prior to an percutaneous coronary intervention (pci) procedure in the right common femoral artery. Reportedly, the device was placed; however, when the needles were deployed, strong resistance was felt. The needles could only be partly deployed. A needle backdown was performed and the device was removed from the patient. A second prostar xl was used to achieve hemostasis. A 6fr sheath was used for inserting the vessel closure device, upsizing to a 22fr sheath for the procedure. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Event description:
Correction to the initial medwatch report: the physician was in-training.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the handle and needles were in backdown position. Presence of suture slacks at the guide area and the suture bights were still inside the coiled suture lumens. There was no clamp mark found on the coiled suture tubes. There were needle strike marks on the anterior guide shoulder. During the investigation, the handle was deployed and all the needles presented at the hub. The evidence of needle strike marks on the barrel suggested that the needles might have been deflected by an unidentified cause. Deploying the device at an angle greater than 45 degrees, or the patient anatomical condition such as obesity, calcification or scarring of the site when using the device, can deflect the needles. The needle deployment of every device is check during the manufacturing process, to ensure that the needles/sutures are in the correct orientation. The probable cause for the needle strike mark on the barrel face and for needle missing/not presented at the hub during needle deployment is related to the operational context in which the device was used. It was reported that a 6fr sheath was used for inserting the vessel closure device, upsizing to a 22fr sheath for the procedure. Per instructions for use (IFU) for prostar under special patient populations states that the safety and effectiveness of prostar have not been established in the following patient populations: patients with introducer sheaths under 8.5f greater than 24f during the catheterization procedure. Whether this contributes to the reported experience is undetermined. Based on the results of the investigation, the probable cause was determined to be related to the operational context in which the device was used and not a product quality deficiency. Review of the device lot history record did not reveal nonconforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.